Event description:
It was reported that during central processing , the force bipolar instrument was found to have exposed wires at its distal end. There were no reports of patient involvement or patient injury. On 12/26/2024 following additional information was provided from initial follow-up : the instrument was sent to isi for further evaluation. No photographic images were available for isi review. Additional details on event could not be provided.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.